Manufacturer narrative:
The reported events were unspecified capture issue, r-wave amp variation, and dislodged. A complete lead was returned in one piece for analysis. The reported events of unspecified capture issues and r-wave amp variation were not confirmed. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. The measured full helix extension length was within product specification. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited loss of capture and r-wave amplitude variation. X-ray confirmed the lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.